Event description:
It was reported that this patient just had this subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted recently. It was noted that the patient woke up due to receiving a shock. The physician called for review of device data as the patient presented to the emergency room (ER). Technical services (ts) reviewed and found there was non-physiologic noise that was oversensed resulting in the patient receiving one inappropriate shock. Ts discussed possible causes, provided troubleshooting options and recommended getting x-rays. The patient will be evaluated in the clinic. The patient was seen in the office and auto set up chose primary and secondary failed supine due to large r waves. When programmed to secondary sensing in various postures appears appropriate. A chest x-ray was performed and confirmed the electrode appears fully inserted. The device was re-programmed to secondary vector and the patient will perform a patient-initiated interrogation (pii). A review of the pii confirmed the signal looks good with no saturated beats detected and noise count was at two which is acceptable. At this time, the sicd system remains in service. No adverse patient effects were reported.